Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue the reported event of atypical low voltage alarms and the white power cable draining faster than the black was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file spanned approximately 5 days (04oct2024 ¿ 08oct2024 per time stamp). From the beginning of the log file to 04oct2024 at 22:15:04 while connected to batteries, the low voltage alarm activated due to rsoc voltage and bus voltage fluctuations on both power cables causing it to be outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after. Throughout the entire log file, it seemed like the white power cable would drain slightly quicker than the black cable due to the voltage fluctuations. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The system controller had higher than expected resistance in the black and white power cables during continuity testing on both the rsoc and bus voltage wires. Additional information provided stated that the alarms resolved after the controller was exchanged. A root cause of the reported event could not be conclusively determined through this analysis; however, the wire fatigue could have contributed to the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. B) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms on their system controller. The battery on the white power cable side drained faster than on the black power cable. This issue was observed for a few weeks, but the system controller was ultimately exchanged. The alarms resolved.